Event description:
An (B)(6) male underwent evar on (B)(6) 2013. It was not possible to push up the top cap after releasing the trigger wire of the zenith main body. With inadequate (possibly meaning adequate) force it was possible. Followed by that, the main body was pushed over both renal arteries; however, with a crossover maneuver it was possible to pull down the main body. As a result of that, the blood flow of the renal arteries was saved. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.